Event description:
The facility reported a pump with an air in line alarm. This problem was identified during patient use. The pump became inoperable during the infusion of an unknown medication. There was no patient injury or medical intervention necessary per the hospital representative. There was no additional information available regarding this event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.